Event description:
The dealer spoke with tech services and the motor was leaking grease. Dealer stated it left a spot on the patients bedroom carpet. No other injury was mentioned. This is the original owner of the chair. The dealer stated it does not look to be any type of patient abuse.